Manufacturer narrative:
(B)(4).

Event description:
It was reported that the target lesion is the distal cx, with mild tortuosity, mild calcification, a 90% stenosis, eccentric, and a de novo lesion. After pre-dilatation, the 3.5x23 mm xience v stent was delivered and implanted. St segment elevation and vf (ventricular flutter) was noted after the stent was implanted, which was treated with cardiac massage and defibrillation. A coronary perforation was found at the distal side of the implanted xience v stent, possibly due to the patient's fragile vessel. Pcps (percutaneous cardiopulmonary support bypass) was used in combination, and the graftmaster was delivered toward the lesion and successfully deployed to treat the perforation. Cardiac tamponade occurred requiring pericardiocentesis. After the bleeding was confirmed to be stopped, the pcps was removed, but right after the removal, the damage was confirmed at inferior vena cava, so the pcps was set again, and suturation (surgery) was performed. During the suturation, the physician needed to approach from abdominal area. During the approach, there was a bleeding from the liver (when trying to tug the liver). Because of these bleedings, the pt died of loss of blood on (B)(6) 2010. No add'l info was available.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low valproic acid (vpa) results generated by the unicel dxc 600i synchron® access clinical systems for one patient. The initial vpa result was reported out of the lab and was questioned by the physician. Two re-draw samples were collected; however the instrument still yielded inconsistent results. The customer sent one sample to a different lab and a higher result was obtained. Patient treatment was not impacted. Physician did not believe the result.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Cardiac arrest, death, EKG changes, hemorrhage, perforation, cardiac tamponade, and arrhythmia (includes ventricular fibrillation) are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.